Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was unable to be interrogated. The device was implanted in 2015, and the last device interrogation was in (B)(6) 2025. Device data shows low pacing percentages (both right atrial (ra) and right ventricular (rv) are two percent). Technical services (ts) advised the cardiologist to apply a magnet to understand if the magnet response still works and advised device replacement as premature battery depletion (pbd) is suspected. No adverse patient effects were reported. This product remains in service.